Event description:
It was reported during use the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated ¿tube was filled only below the fill line (tube didn't draw enough volume of blood). Unused tubes from the complaint lot will be returned.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/6/2020. H.6. Investigation: bd received 20 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9 nc 0.109 m 0.2 ml plus blood collection tubes had underfill or low draw of a tube with blood. This event occurred 20 times. The following information was provided by the initial reporter: the customer stated ¿tube was filled only below the fill line (tube didn't draw enough volume of blood). Unused tubes from the complaint lot will be returned.¿